Event description:
The customer reported that there was no alarm for an asystole event for a patient. The device was in use monitoring a patient at the time of the reported event. The patient passed away.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no alarm for an asystole event for a patient on (B)(6) 2023 at 07:14. The device was in use monitoring a patient at the time of the reported event. The patient passed away. A philips senior field service engineer (fse) went to the customer site and reviewed the logs from the device. The expected asystole alarm was recorded in the audit log. The senior fse stated that the alarm was detected by the system, but was not heard or registered by the user. The senior fse confirmed that the office was unoccupied at the time of the event. In addition, the senior fse tested the monitor and determined that the device alarmed as intended. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required. The device remains at the customer site.